Event description:
The customer reported a leak inside the coulter lh 750 hematology analyzer. The customer stated that the drip tray below the blood sampling valve (bsv) was flooded with diluent mixed with blood. The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glassed at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event. The customer indicated that all quality controls were within specifications.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a hole in the tubing attached to the vent port of the needle. The fse proceeded to replace the vent line tubing and the instrument ran without any leaks. The fse verified the repair as per established procedures and results met published specifications. (B)(4).